Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had leaked around the green clamp on the fill port. This event occurred after the nurse hung up the bag. It was further reported that the clamp was placed very close to the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition of a leak could not be verified during inspection of the photograph. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.